Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches on reservoir tube window, cracked case near display window corners, minor scratches on display window, and missing end cap sticker.

Event description:
Customer reported via phone, she was sleeping and the insulin pump started to make a noise. So when she woke up she took the battery out and reinserted and the device continued to work. Customer but then earlier it had alarmed button error again. Customer's blood glucose was 117 mg/dl. Other than her sleeping customer didn't recall any significant event which may have caused the device to alarm. The customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.